Manufacturer narrative:
Very limited information received. Encore will continue to research this complaint. A follow-up report will be submitted when additional information is obtained.

Event description:
Encore received notification from a sales agent of the revision surgery of a femoral head. Very little additional information was received.